Event description:
A facility reported that the body of the cusa excel 23khz straight handpiece (c2600) was heating up during use. The operating team stopped using the handpiece when they noticed the heating and switched to another c2600 handpiece which was already available in their sterile set. The issue caused only a very minor delay while switching the handpiece. There were no consequences for the patient.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The cusa excel 23khz straight handpiece (c2600) was returned for evaluation: device history record (DHR): the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis: evaluation was unable to conclusively verify customer information as valid. The handpiece functions normally and the error mentioned by the customer could not be found. Root cause: the root cause was confirmed as no fault found. The device was found to meet specification. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward.

Event description:
N/a.